Manufacturer narrative:
This lead is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was not successfully implant due to suboptimal lead integrity measurements. Attempts to reposition the lead were complicated by helix issues. The lead was removed and replaced with a competitor¿s product. No adverse patient effects were reported.